Event description:
Pt offered no complaints pre treatment. She was put on a dry pack t 175 for the first time. She immediately started to c/o itching all over and now skin tingling. The treatment was discontinued and she was given 40 mg. Solu-medrol and 25 mg. Benadryl per m.d. Order. She felt better and was put on a reprocessed dialyzer and had no further problems.